Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable and that no complaints documenting deaths or serious injuries have been rec'd. The root cause of this complaint cannot be identified, since the device was not returned.

Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6) 2013. The customer reported that the ez breathe atomizer failed to produce a sufficient mist to alleviate her asthma symptoms. The pt added that the product malfunction caused her to be hospitalized for an asthma attack. The pt called nephron pharmaceuticals corporation to report two incidents of hospitalization for two separate devices on (B)(6) 2013. Therefore, two 30-day medwatch forms will be submitted for this investigation.